Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarm during testing however, the formatted history file confirmed software error detected (line number 196 file number 128) due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.